Manufacturer narrative:
This device is expected to be returned, however it will not be analyzed as the problem of infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had an infection and this product was explanted. No additional adverse patient effects were reported.